Manufacturer narrative:
This suspect cannula which was involved in this complaint related to external supplier (not a company product). No further reports will be scheduled under mfg report num. 2523835-2023-00624. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating cannula was used during the surgery and found that problem with flow. The surgery was completed with alternative cannula. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).